Event description:
It was reported that while stimulation was turned on an overstimulation sensation occurred. The pt stated she increased the stimulation too much about 4 months ago. Pt indicated stimulation was so strong she "nearly passed out". The pt turned stimulation off and had not used it since. Pt wanted to start using stimulation again but states she cannot feel stimulation on the right side. Pt indicated there was no known accident or incident related to this complaint. Pt indicated symptoms were in the low back on the right side. The pt was home and in "good" status. It was later reported company rep indicated impedances were checked and found to be high with contacts 5-8. Pt was getting spinal cord stimulation (scs) in left leg but unable to get scs in right leg due to impedance levels. Pt was deciding if she wanted to have the lead replaced. Pt was fine. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).